Manufacturer narrative:
Integra has completed their internal investigation on 11 jul 2016. The product was not returned for evaluation. A review of the device history record based on the lot number reported by the customer did not reveal any anomalies observed during the manufacturing, packaging or inspection of the device or accessories while in process. Additional information received from the complainant does not allow for confirmation or denial of reasonably foreseeable misuse of the catheter or accessories. Complaint history, model 110-4xxx, from jun-2015 through may-2016 reviewed; there was no other complaint that issued with complaint code ae005. Conclusion: the customer¿s complaint could not be confirmed; to date the device has not been returned for evaluation.

Event description:
A report was received for the 1104hm micro ventricular bolt icp monitoring kit stating the radiologist had provided a report to the neurosurgeon about a patient, who had an 1104hm catheter, showing some "fragment" in his head. He also explained, to the surgeon, that he could not confirm whether or not it was a part of the catheter or the bolt (as the np removed it). He stated the patient was doing fine and has had no issues related to the incident. The facility did not have the catheter or bolt so there was be no return of product for further evaluation. Additional information was requested.